Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was reported that the ventilator failed flow transducer test during pre-use check. The reported event could not be duplicated. The ventilator passed all functional and safety tests. The membrane was cleaned and returned to customer for clinical use. No parts were replaced. No device logs were received. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).